Manufacturer narrative:
(B)(4). A field service representative went on site and evaluated the devices. He identified that the customer¿s maintenance and cleaning procedures for the exhalation valve assemblies was insufficient and causing the reported issues. The customer confirmed that they implemented a new cleaning procedure and this has resolved the issues.

Event description:
The customer reported volume issues on the inspiratory volume and exhaled volume but it was not verified with an external analyzer. This occurred on multiple ventilators with one ventilator experiencing breath stacking but at this time the customer does not know which ventilator experienced the breath stacking issue. These issues occurred while on a patient but the customer confirmed there was no serious patient harm or injury.